Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms. A lead conductor fracture was suspected. The lead was evaluated and was programmed off due to the patient was in chronic atrial fibrillation (af) and did not require atrial therapy. No adverse patient effects were reported. The lead remains implanted.